Event description:
A malfunction was reported on the customer's pump, displaying a malfunction code labeled as malf 0. Despite the issue, there was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.